Manufacturer narrative:
Product analysis: the product has not been returned for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter aortic valve valve-in-valve into a chronic surgical valve, the valve was placed too deep when deployed. The valve was snare to a higher position but it got dislodge to the ascending aorta. The patient became unstable, so the physician decided to convert the procedure to an open heart, surgical replacement. The transcatheter valve was removed and replaced with a non-medtronic surgical heart valve. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per core valve instructions for use (IFU), once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.

Manufacturer narrative:
Evaluation: this product was received at the medtronic product analysis laboratory in a clear solution of an unknown type in the original product packaging. The valve was discolored showing evidence of blood contact. The frame appeared intact with no evidence of distortion or damage. All leaflets appeared slightly stiff but flexible possibly due to the blood contact or the decontamination process. All leaflets appeared intact, and all commissures were intact. Conclusion: the event investigation is ongoing and has not yet been concluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.